Event description:
It was reported that the patient presented remotely via merlin.net. The left ventricular (lv) lead failed to capture and dislodgement was confirmed by fluoroscopy. The lv lead was explanted. The patient was stable.

Manufacturer narrative:
Update to patient information sections a4. A5, and a6 and update to section g2 box selected for "study."

Event description:
New information notes patient was involved in clinical study.